Manufacturer narrative:
(B)(4). The customer report of the sheath hub detaching was confirmed by visual inspection of the customer supplied photo and of the returned product. The customer provided one photo and returned the sheath with its associated packaging. The device was fractured right where the hub and sheath meet. Dimensional testing confirmed that the sheath outer diameter was within specification limits. Manufacturing was contacted as part of this investigation and confirmed that this issue likely took place during the molding process. A device history record review was performed on the lot from the returned packaging, and no relevant findings were identified. With the returned product and confirmation from the molding team, the most probable cause is manufacturing. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: recently had one of the 45 cm super arrow-flex sheaths snap off at the hub (outside of the patient). They had finished the procedure."

Event description:
It was reported that: recently had one of the 45 cm super arrow-flex sheaths snap off at the hub (outside of the patient). They had finished the procedure."

Manufacturer narrative:
(B)(4).